Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no history of accidents or trauma to the implant site. The patient has made the decision to proceed with re-implantation.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing performance with the device has been affected. There is no history of accidents or trauma to the implant site. The patient has been re-implanted.